Event description:
It was reported that this implantable lead was part of the system revision due to bacterial infection. Reportedly, the infection was found at the xiphoid process incision area then the debridement was performed. No adverse patient effects were reported. The implantable lead was explanted.